Event description:
It was reported during implant procedure that the right ventricular lead exhibited high capture threshold and poor sensing. The lead was exchanged. There were no patient consequences.